Manufacturer narrative:
The manufacturing records for the onxac-25 sn (B)(6) were reviewed by and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Onxac-25, sn (B)(6), implanted in 35 year old male patient on (B)(6) 2006. As the cardiologist indicates ¿no abnormal risk for vascular disease¿ which would have resulted in the popliteal thrombus, the implication is that the thromboembolism originated at the heart valve. However, this is not explicitly stated and there is no evidence to support this. Additionally, medical records were no provided and there are no echos available to confirm heart valve involvement. While the warfarin anticoagulation range stated is acceptable, a precise inr at time of event was not provided. No mention is made about the use of aspirin, which is also in the recommendations of the manufacturer [IFU] and acc/aha guidelines [nishimura 2017, p. 27]. The anticoagulation therapy is reported to be within the recommended range for warfarin administration, but the use, or lack of aspirin-an antiplatelet agent- is not documented. Thrombosis is a rare, but known potential complication of prosthetic valve replacement occurring at a historical rate of 0.8% per patient-year [iso 5840:2005e]. Both are recognized as a potential adverse events for the on-x valve along with the potential for reoperation and explantation. Thromboembolic events are a recognized risk factor for mechanical heart valve replacement as stated in section 5 of the IFU. Thrombosis is a monitored event and is assessed in the biannual risk assessment for the on-x heart valve. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "patient presented on (B)(6) 2019 with claudication to lower extremeties. Determined thrombus in popliteal. Issue resolved but not known to me if surgery was involved. Dr. Had to cut phone call short due to another unrelated emergency. Cardiologist indicates patient is at no abnormal risk for vascular disease. Manages inr at 1.5-2.0 with home monitoring."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "patient presented on (B)(6) 2019 with claudication to lower extremities. Determined thrombus in popliteal. Issue resolved but not known to me if surgery was involved. Dr. Had to cut phone call short due to another unrelated emergency. Cardiologist indicates patient is at no abnormal risk for vascular disease. Manages inr at 1.5-2.0 with home monitoring." (B)(4).